Manufacturer narrative:
MDR 3003442380-2026-11091 / initial 1 of 2 name: roche diabetes care ag country: schwitzerland street: kirchbergstrasse 190 city: burgdorf state: california zip code: ch-3401 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced an issue with the adhesive of the cannula plaster as it did not adhere properly event on (B)(6) 2026.